Manufacturer narrative:
01-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail reporting multiple tampons in the box had missing strings. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail reporting multiple tampons in the box had missing strings. No injury was reported.